Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralight st mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent an additional surgery to explant device. The documentation alleges the explant of device two (2) days following implant however, no details have been provided regarding the nature of the injury. No sample has been provided for evaluation and no medical records have been received. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient was diagnosed with incisional hernia and underwent incisional hernia repair and an unspecified bard/davol ventralight hernia st mesh was implanted. On (B)(6) 2017 : the patient was taken back into surgery and explantation of the mesh was performed. On (B)(6) 2017: the patient was taken back to surgery to have an abdominal wash out to complete the explantation process. The patient was subsequently discharged from the hospital and sent home with a wound vac and required home health care. As reported, the patient has experienced significant physical pain and suffering,has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.